Event description:
It was reported that the keypad on the insulin pump was unresponsive. The customer's blood glucose was 8.9 mmol/l. No significant events leading to the alarm were known about. Nothing further was reported.

Manufacturer narrative:
No button error alarms were noted. The insulin pump was received with intermittent button response, due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip. Minor scratches on the display window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.